Manufacturer narrative:
D3: correction. H3: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. Service history identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that the pump was alarming with numbers and triangles. Per reporter, the battery door box had been opened and closed. And the pump powered on. The pump had alarmed, that the cassette was partially unattached. So, the cassette was removed and replaced. Battery door opened and closed again. And the pump powered on, but, the alarm persisted. The alarm was silenced, clamp closed. And an attempt had been made to remove the cassette, but it had been locked on. The residual volume was 0 ml. Patient was redirected to the clinic. No patient harm/adverse event reported.